Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. The customer unplugged the pump and re-plugged it back into cable and the pump began charging successfully. Additionally, the pump insulin gauge was inaccurate. The customer declined further troubleshooting with tandem technical support. Blood glucose was 240 mg/dl.